Event description:
Procedure: lap chole. According to the reporter: there was debris inside of the visiport which fell into the patient's cavity. The procedure was converted to an open procedure to removed the debris from the cavity. Operative time was delayed 30 or more minutes. No additional bleeding or tissue damage. It was not reported if an x-ray was taken.

Manufacturer narrative:
(B)(4). (B)(4).